Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of damaged power cable was confirmed with the returned system controller (serial number (B)(6)). Visual inspection revealed taped sections on the white power cable near the strain relief at the connector end and at the housing end. Removal of the tape revealed a tear on the outer jacket with visible underlying wires. The damaged white power cable did not affect the system controller¿s ability to operate a test lvad. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. A root cause that led to the damaged white power cable could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under section 10, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Heartmate 3 instructions for use, rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Check the expiration date of the 11 volt lithium-ion backup battery by following the steps below: 1. Ensure that you advise all heartmate 3 lvas patients to bring their backup system controller with them to all clinic visits. 2. Use the system monitor to check the expiration date of the 11 volt lithium-ion backup battery within the patient¿s primary and backup system controllers. 3. The remaining months until the 11 volt lithium-ion backup battery will expire is displayed on the backup battery information screen on the system monitor (review the system controller backup battery power on page 2-40). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an exposed wire on the cable leading from patient's system controller to the white battery connection. Rescue tape was applied. The controller was then exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.